Event description:
It was reported that during a low anterior resection procedure, some of the staples were malformed and not aligned properly. The anastomosis leaked. The pt had to have an abdominoperineal resection instead of lower anterior resection.